Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to a fluid leak from wear resulting in incontinence. A new aus was implanted. There was no additional patient complications reported.